Event description:
It was reported that the outer covering on the extension appeared to be worn away. It was thought that the wire was not affected and was still intact. Follow-up determined that the extensions had some wear and the outer covering was worn away on a 1 centimeter section of both sections. Each extension was wrapped with angiocaths to protect the wires. Impedances checked out fine and the patient was experiencing normal sensations post-operation. The cause was undetermined. Further follow-up was performed to determine who the follow-up physician was. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# v001495, implanted:(B)(6) 2006, product type: lead. Product ID: 377745, lot# v001495, implanted:(B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted:(B)(6) 2006, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708140, serial# (B)(4), implanted:(B)(6) 2006, product type: extension. (B)(4).